Manufacturer narrative:
Concomitant product: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).

Event description:
The patient felt that his pump had stopped working. The patient felt this way because his pain had returned in his neck and his back. The patient noticed the issue about a week ago. The pump was not alarming. They tried contacting the patient¿s hcp (healthcare professional), but hadn¿t gotten a call back yet. The patient had this same issue a couple of months ago. At that time, the patient ended up going to see the hcp and ¿they started the pump back up again and refilled the pump¿; the pump was due for a refill, but the pump was not alarming. The patient¿s next refill was set for (B)(6) 2014. The patient had had a couple of mris in the past which were not related to the pump therapy; one was a couple of months prior to this report and the other was before that. They were ¿saying the patient now has parkinson¿s.¿ the patient had been falling a lot. The device system was delivering morphine. The additional details regarding the prior event and the interventions and outcome for the current event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.